Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. During subsequent biomed testing, the device displayed a "poor pad contact" message.